Event description:
Situation: 14fr foley catheter kit missing sterile gloves as well as povidone-iodine packet. Background: patient brought to operating room for a retained placenta. Foley catheter necessary due to general anesthesia. Rn went to put foley catheter in and was missing these items in the kit. Assessment: faulty foley catheter kit. The yellow sticker is part of a recent recall notification (attaching our system sbar about this recall) but the recall did not include the povidone and the package was not labeled about the gloves. There are others with the same lot number that do have the sticker noting no sterile gloves. The others with this lot number do contain iodine packets, however.